Event description:
It was reported that a pt was developing an itchy red rash under the tan tape border of the wafer and extending outside of the tape area, approximately 3 or 4 weeks before the date of this report. Pt will contact her dermatologist if no continuation to improvement and discontinue use of the tan acrylic tape border. No additional information was provided. Pt outcome is reported as "some improvement at bottom positon outside of tape boarder perimeter with use of (medicated) cream"

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.